Manufacturer narrative:
(B)(4). The rv lead was not able to be returned for laboratory analysis. Therefore, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to a hospital with vomiting and headache. A cerebellar hemorrhage was diagnosed. During a device check seven days later, a pause in pacing was observed. At that time, the lead measurements were normal; however, in the daily measurements, rv pacing impedances of greater than 3,000 ohms were noted. Additionally, noise that was oversensed was observed when the pacing pause occurred. An x-ray did not reveal any lead anomalies, but a conductor fracture was suspected near the suture sleeve area. Additionally, a perforation by the rv lead was suspected based on a CT scan. However, the patient did not experience stimulation of the diaphragm, which was a usual symptom of a perforation. The non-boston scientific pacemaker was reprogrammed to aai mode and the patient was referred to another hospital for a brain specialist. Approximately six weeks later, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.